Event description:
Boston scientific (bsc) received information that a bsc guidewire was used during the implant of a competitor device and lead. During the implant procedure, this guidewire caused vessel dissection, which led to tamponade/effusion. This guidewire was disposed of at the hospital, so no model or lot number could be provided. There were no additional adverse patient effects reported.

Manufacturer narrative:
This guidewire was disposed of at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.